Manufacturer narrative:
Please note lot number has been updated.

Event description:
A (B)(6) female patient was hospitalized for sepsis on (B)(6) 2015. The patient had severe respiratory and circulatory collapse when she arrived at the ICU. The patient was intubated immediately after arriving at the emergency room and was put on controlled ventilation. It was suspected that the patient was in a state of septic shock. Therefore, a broad spectrum of IV antibiotics including, piperacillin/tazobactam, metronidazole, ciprofloxacin as well as fluid resuscitation were administered. Shortly after, the patient was also given a vasopressor (noradrenaline), as well as subcutaneous anticoagulant therapy with 3500 ie innohep and 40 mg of pantoprazole. A few hours after admission, the patient was enrolled into cass (coronary artery surgery study) and was randomized for hypothermic treatment. A central venous line was introduced into the right jugular vein, then a zoll ivtm quattro catheter was inserted into the left femoral vein. 6 hours after the quattro catheter was inserted, another central venous catheter for crrt (continuous renal replacement therapy) was placed into the left jugular vein due to acute kidney failure and uncontrollable lactate acidosis. All three catheters were easily inserted within the first 9 hours after the patient was admitted to the hospital. The in dwell time of the quattro catheter was 4 days. The catheter was removed on (B)(6) 2015. There were no vessel injuries caused by the catheter and no reports of a device malfunction. The patient was diagnosed with a dvt (deep vein thrombosis) on (B)(6) 2015, 5 days after the zoll quattro catheter was removed. The dvt was discovered by the ICU nurses and was characterized by edema and swelling in the left leg of the patient. A vascular surgeon confirmed that the patient had a deep vein thrombosis (dvt), via ultrasound in the vena femoral sinistra. Blood tests performed on the same morning indicated that the fibrin d-dimer had risen to > 18. At that time, the patient was not able to communicate much or move her limbs and was also still lightly sedated with propofol and remifantanil. In addition, the patient also developed severe critical illness polyneuropathy (cipn) which almost left her paralytic. The patient was surgically tracheotomised on the same day as the dvt was discovered. Thus, other means of treatments were discarded. After, the dvt was discovered the patient was administered a high dose of innohep as 7000 ie x 2 and an scd (sequential compression device) massage pump, was applied to clear the edema in her left leg. A few days later, the physician suspected that the innohep dose was not adequate, therefore the patient was monitored with low molecular plasma-heparin and dosing was increased to 9000 ie x 2 on (B)(6). The patient was discharged to the medical department and has not complained of any symptoms regarding the affected leg. The patient now has to use a special support stocking and has to take the following anticoagulants: (marevan, warfarin) for at least 6 months. No further information was provided.

Manufacturer narrative:
Dvt is a known complication that can occur when any central line is used. In this case, the patient was critically ill and suffered from sepsis. The patient also developed severe critical illness polyneuropathy (cipn) which almost left her paralytic and underwent surgery. She was also immobile at the hospital and was at a high risk of dvt (deep vein thrombosis). Even though the event occurred after the catheter was removed, the dvt developed in the same vein where the catheter was previously placed, therefore the causal relationship between the event and catheter cannot be completely ruled out. The zoll catheter used during the reported event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.